Event description:
It was reported that intermittent cartridge alarms occurred. Reportedly, the customer reverted to alternate method of insulin therapy. Customer's blood glucose was 174 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.